Event description:
Boston scientific received information that during implant procedure, this right ventricular (rv) lead could not be inserted into a competitor's device. The physician decided to keep the old device and created a new pocket instead. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.